Event description:
It was reported that the pump exhibited a poor flow rate accuracy. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs within the last 12 months. Visual inspection of device was performed. The customer reported issue was confirmed through the accuracy test as the flow rate accuracy exceeded the standard range. The root cause of the issue was thought to be the thickness of the expulsor. The device will be replaced.